Manufacturer narrative:
This report is submitted on 28 august 2020. (B)(4).

Manufacturer narrative:
This report is submitted on july 10 2020.

Event description:
Per the clinic, the patient experienced swelling, boil formation and an infection with pus at the incision site. The device was explanted on (B)(6) 2020 due to extrusion of the receiver stimulator unit. The patient is subsequently being treated with antibiotics (date, type and duration not reported).